Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left hip was revised. Patient presented to ER with dislocation. A closed reduction was attempted and the liner came out of the socket. Patient was revised to different sizes of the same devices.